Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus for an evaluation, the technical condition of the device could not be assessed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that at the end of endoscopic surgery for transurethral resection for prostatic adenoma (weighing around 50 gm) a violent intravesical explosion of a probable gaseous nature occurred. The procedure was immediately stopped, and exploratory laparotomy was required, revealed endo peritoneal laceration of the bladder. Reportedly, the bladder was completely ruptured with bleeding and intravesical displacement of intestinal loops with some ecchymosis. As such, complex exploratory surgery was performed to repair the bladder. Post surgery, the patient was transferred to the intensive care unit for further care. Upon follow-up no additional information could be received regarding the patient's current condition. There was 6 devices involved in this event reported under the following patient identifiers: related patient identifier # (B)(4), hf unit "esg-400", model- a42021a, serial # (B)(6) (this complaint) related patient identifier # (B)(4), outer sheath, 8.5 mm / 26 fr., 2 stopcocks, rotatable, model- wa2t430a, serial #(B)(6) related patient identifier # (B)(4), telescope "oes elite", 4 mm, 30°, hd, autoclavable, model- wa2t430a serial # (B)(6) related patient identifier # (B)(4), resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath, abs, model- a42011a, serial # unknown related patient identifier # (B)(4), working element, passive, for resection in saline, model- wa22367a, serial # unknown. Related patient identifier # (B)(4), hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 30°, sterile, single use, 12 pcs., for turis model- wa22306d, serial #(B)(6).